Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: a crack and bump marks in the valve casing were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark from the spring pillar and the cam pillar as well as a crack was noted in the valve casing. The force of the knock to the valve had bent the spring causing pressure on the ruby ball this is the cause of the pressure failure found during investigation. A review of manufacturing records found the device confirmed to specification when released to stock. The root cause for the crack and bump marks in the valve casing is due to the valve receiving a hard knock. The root cause for the bent spring is due to the valve receiving a hard knock. The root cause for the pressure problem is due to the bent spring. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was blocked and unable to be re-programmed, and the device was revised. The valve was implanted to the patient over 10 years ago and date of implant and initial setting are unknown. It was reported that the valve was not able to change pressures setting. It was reported that the valve occlusion was confirmed, therefore, revision surgery was performed. The surgeon requested to investigate that whether there is a problem with the cam. No further information was provided by hospital. The product will be returned. There was no delay or harm reported.